Event description:
During baxter's evaluation, a spectrum pump was found to have heat damage. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device in question. The heat damage was confirmed through the evaluation. The backflex was stuck on the processor printed circuit board (pcb) shielding, causing the processor pcb to melt. The backflex and processor pcb have been replaced.